Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.4 hardware: iphone14.7 cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6), 2025. The patient's blood glucose levels reached 700 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, dehydration and hypokalemia. The patient was treated with intravenous insulin fluids and fluid potassium. The patient also received blood work and electrocardiogram testing. The patient was released 4 days later on (B)(6) 2025.